Event description:
Neurological injury / damages [nervous system disorder]. Permanent bodily injuries [injury]. Heavy metal (zinc) poisoning [metal poisoning]. Disfigurement [deformity]. (Aggravation) of previously existing condition [ill-defined disorder]. Aggravation (of previously existing condition) [condition aggravated]. Anxiety {anxiety]. Sexual dysfunction [sexual dysfunction]. Case description: an attorney reported that their client, an adult female, age unspecified, used fixodent denture adhesive, version unknown cream on her dentures, and reported the following: heavy metal (zinc) poisoning; neurological injury / damages; permanent bodily injuries which have left her unable to perform her normal, customary and daily activities; disfigurement; aggravation of previously existing condition; anxiety; sexual dysfunction. She has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history-denture wearer. No further information was provided.

Manufacturer narrative:
Lot number or product not provided therefore, unable to proceed with batch retain testing or product investigation. (Us) otc device. Cellulose gum 20 %) cream 1applic.